Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer reported a catheter was in for 18 months. Due to bleeding from the tunnel, the surgeon thought there was an infection underneath, the catheter was removed. When removing the catheter, the surgeon met resistance pulled strongly and then the catheter broke into two parts. The distal side was within the pt and the proximal remained outside the pt. The surgeon released the cuff but the distal end traveled into the vein. A CT scan was performed on the asymptomatic pt but nothing was seen. They are holding off for 24 hours and will perform another CT scan. Thus far, there has been nothing seen at the pulmonary circulation. There are no neurological or abdominal issues reported from the pt. A second CT scan was performed and nothing has been seen thus far.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.